Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and the new workstation was receiving power, but it would not boot up. The blue light on the workstation power button lights up when pressed but the screen stays black. They tried doing a hard shut down but the system boots right back up on its own after shutting off when holding down the power button. They were unable to power it down without unplugging the cables. The workstation was on for about twenty (20) minutes and when reseating the monitor cables, they noticed the cables were hot to the touch and the back of the workstation was also extremely hot. They were unable to use this workstation. No adverse patient consequence was reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Note: full UDI has been populated to field d4. Primary UDI number. Additional information was received on 05-jul-2024. It was indicated that there were no visible signs of fire or flames. The computer was heating quickly after multiple failed boot-up attempts. There was no smell nor smoke, just heat. Hardware evaluation details: it was confirmed that the workstation was replaced with another one that was delivered to the account. The defective workstation was returned to the repair center and an investigation was initiated. The issue was confirmed. Reseating loose memory stick resolved the issue. Successfully reimaged workstation with no issues. Diagnostic scan revealed no errors. Successful communication with patient interface unit (piu) and frame grabber. System ready for use. The history of customer complaints reported during the last year and associated with carto 3 system # 15029 was reviewed. No similar additional complaints were found. A manufacturing record evaluation was performed for the system 15029, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).